Event description:
It was reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to customer's blood glucose. Technical support instructed the customer on how to properly press the button, but the issue persisted. Customer continued to use pump for insulin therapy.